Event description:
Device issue: difficult to deploy - thumb advancer, retraction issue - locator wings. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, it was not possible to fully deploy the thumb advancer, but after tissue tract enlargement with "a little skin cut," thumb advancer deployment was completed. After clip deployment, the locator wings did not collapse. The locator wings were collapsed with the aide of the access ports to retract the thumb advancer and clip delivery tubeset. The clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.